Event description:
It was reported that they are getting intermittent artifacts in the image causing the patient to be re-exposed. It was determined that the inside surface of the array needed to be cleaned. Once this was done, the system is working as intended.